Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the log files, which revealed three controller fault alarms with automatic power switch (aps) failure. However analysis of the device revealed that the device met specifications and passed visual examination and functional testing. The most likely root cause of the controller fault alarm can be attributed to a leaky diode on the automatic power switch (aps) circuit of the controller. Heartware is investigating the "controller fault" alarms of type aps failure. Per instructions for use (IFU): the instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that this patient experienced a "controller fault" alarm. Log files were sent and the manufacturer engineer recommended a controller exchange which the patient tolerated without issue. No further information was provided.